Event description:
It was reported that the user experienced persistent hyperglycemia with an occlusion alert on the ilet system; blood glucose values were reported as elevated throughout the day, peaking at 566 mg/dl, and insulin delivery issues were only resolved after a full supply change. Symptoms included hyperglycemia. Outcomes included temporary medical intervention with an outside insulin injection and reversion to multiple daily injections before reconnecting to the pump, with no hospitalization. Investigation included customer support troubleshooting, visual and functional checks of tubing for flow, guidance to replace all infusion supplies, and user education including ketone testing and following hyperglycemia action plans. Investigation of this case revealed drops observed in tubing during testing, no visible site leakage reported by the user, and resolution of elevated glucose after supply replacement; infusion set lot number 6011328 was documented. It was concluded that the event was consistent with an insulin delivery occlusion that resolved following replacement of infusion supplies, with user counseling provided on troubleshooting and follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.